Event description:
The customer reported that the system intermittently would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The ge representative evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.